Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-16277. The pt had two leads, and one was implanted subcutaneously (off-label). It was reported the pt experienced ineffective stimulation. Consequently, she had her system removed approximately 1 year ago. The explant date is unknown.